Manufacturer narrative:
The device was not returned as it was implanted in the patient and the model and lot number are unknown. The purpose of this article was to report the outcome of patients with cerebral aneurysms that incorporated an end vessel at the aneurysm neck or dome, which were treated by flow diversion using the pipeline embolization device. All patients either had post treatment dynact showing good wall apposition or had pta, and therefore it is unlikely that a persistent flow between the device and parent vessel was a contributing factor to the patency of the artery. There was also consistent antiplatelet regimen on the patients including clopidrogel for 6 months and aspirin dose reduction to 81mg at 6 months. As a result, the authors note that persistent patency was not likely to be related to dual antiplatelet therapy. The authors conclude that the use of flow diversion for treatment of aneurysms incorporating an end vessel is not recommended as it appears ineffective for complete aneurysm occlusion. In this case, the patient did require retreatment via surgical clipping. Based on the information discussed in the article, the reported events are not related to a malfunction of the pipeline device, but rather related to the patient conditions and subset of cerebral aneurysm that was treated. Citation: peter kan, md, visish m. Srinivasan, md, nnenna mbabuike, md, rabih g. Tawk, md, vin shen ban, mbbc hir, mrc s, msc, babu g. Welch, md, maxim mokin, md, phd, bartley d. Mitchell, md, phd, ajit puri, md, mandy j. Binning, md,and edward duckworth, md. Aneurysms with persistent patency after treatment with the pipeline embolization device. J neurosurg september 16, 2016 mdrs from this literature review: 2029214-2017-00206 and 2029214-2017-00207.

Event description:
Medtronic received information through literature that the aneurysm did not achieve significant occlusion at the last follow-up evaluation. The patient had raymond scale scores of 3 (no occlusion) and szikora scale scores of 0 (no stasis of flow after flow diverter placement). The (B)(6) patient presented with an aneurysm in the left posterior communicating artery (pcoa) measuring 5x4mm. The end vessel was the left fetal pca. The aneurysm was treated with a pipeline 4.5x14. Post treatment dynact showed good wall apposition. The patient was placed on a dual antiplatelet therapy including clopidrogel for 6 months and aspirin dose reduction to 81mg at 6 months. At the follow up after 30 months, the aneurysm showed no occlusion and no stasis of flow after flow diverter placement. This patient underwent further treatment of the aneurysm by surgical clipping of the left pcoa aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.